Event description:
The pt was admitted for a procedure in 2005 with a calcified lesion in the mid right coronary artery (rca) that had 60-80% stenosis. The vessel was noted to be tortuous. The lesion was pre-dilated and a 3.5 x 33mm cypher select stent was deployed, after three times of dilation at 12, 14 and 16 atm. Post procedure stenosis was noted to be 0%. It was noted that the stent was implanted in an activity moving segment of the artery. Approximately two years and eleven months post index procedure, the pt experienced angina pectoris. After angiography, the physician found that the stent had fractured/separated and there was restenosis. It was also noted that the separated segment migrated about 2-3mm. A competitor's product was implanted and the pt is in stable condition.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united stats. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This male experienced restenosis related to fracture of a cypher stent. Medical history was not reported. During the initial procedure, one 3.5/33mm cypher select stent was implanted in the mid-rca. Vessel/lesion characteristics were described as calcified, tortuous, 30mm lesion length, 60-80% stenosis. As reported, the stent was implanted in an activity moving segment at a maximum pressure of 16 atm. No residual stenosis remained. Nearly 3 years later, the pt was readmitted with angina. Angiography identified a stent fracture with a 2-3mm gap between the segments. Restenosis was noted in the area of fracture. Treatment included implantation of a non-cordis stent. At last report, the pt was "fine". The product was not returned for eval; remained implanted. A review of the manufacturing records could not be done without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event.